Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 29 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the coating of the conductor cables to the ventricular ring electrode and to the shock coil was damaged. These findings can be considered as the root cause of noise which led to shock delivery as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 8 months oversensing and inappropriate shocks were reported. The lead is under analysis at the moment.